Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: roux-en-y. According to the reporter: on the gastrojejunostomy, a 45 reload was fired and misfired. The staples did not form properly, and fired "straight" legged. The surgeon cut part of the roux and part of the pouch and then hand sutured the anastomosis. A delay in operative time was more than 30 minutes.